Event description:
It was reported that the patient presented in hospital with episodes of syncopal. Upon interrogation, the right atrial lead exhibited oversensing. During the normal pulse generator change, the lead was capped and replaced on (B)(6) 2017. The patient was in stable condition during and after the procedure.